Event description:
It was reported the patient experienced cardiac tamponade. During an ablation a farawave was selected for use. After it was inserted into the left atrium, the right superior pulmonary vein (rspv), right inferior pulmonary vein (ripv), left superior pulmonary vein (lspv), and left inferior pulmonary vein (lipv) were isolated. The ablation portion of the procedure lasted approximately 45 minutes. Once the procedure was finished, an echocardiogram was conducted to assess for pericardial effusion, revealing fluid accumulation behind the heart, which lead to drainage treatment. Following this treatment, the patient returned to the room with stable vital signs. No further complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced cardiac tamponade. During an ablation a farawave was selected for use. After it was inserted into the left atrium, the right superior pulmonary vein (rspv), right inferior pulmonary vein (ripv), left superior pulmonary vein (lspv), and left inferior pulmonary vein (lipv) were isolated. The ablation portion of the procedure lasted approximately 45 minutes. Once the procedure was finished, an echocardiogram was conducted to assess for pericardial effusion, revealing fluid accumulation behind the heart, which lead to drainage treatment. Following this treatment, the patient returned to the room with stable vital signs. No further complications were reported. The device is not expected to be returned for analysis. Additional information revealed that the transseptal puncture was completed successfully without any issues, and the patient's vital signs were stable. The timing of the tamponade remains unclear. The act therapeutic during the procedure was over 300 seconds. The patient has been discharged, and the physician does not believe the rf needle contributed to the cardiac tamponade.

Manufacturer narrative:
Correction to the initial MDR in block(s) h6.